Event description:
Item 471405 lot k12260108 force bipolar endowrist was being utilized in a case. The tip of the instrument broke off inside the patient. The broken piece was then removed and examined to verify no additional pieces were missing. Abdominal contents were assessed and verified not harmed was done. Intuitive rep was notified. This device can be reprocessed & reused up to 18 times. This was use #17.